Event description:
Same case as 6000093-2005-00304, 00305. The pt presented to the cath lab in 2005. Access was obtained through the right femoral artery. The 90-99% stenosed lesion was located in the lad. The pt received 2500 units of IV heparin followed by another 1000 units of IV heparin 17 minutes later. A .014x190 bmw guidewire was inserted into the lad. The physician predilated the 95% stenosed, mid lad lesion with a 2.5x20mm maverick balloon at 10 atm's for 20 seconds. The taxus express2 2.75x32mm drug coated stent was then positioned and inflated to 10 atm's for 20 seconds. 3cc's of intra coronary nitroglycerin (ic ntg) was then adminstered to the pt. The guideiwre was removed and a new .014x190 bmw guidewire was delivered to the first diagonal branch of the lad through the previously placed stent. The 99% stenosed lesion in the first diagonal was predilated with a 2.5x15mm maverick balloon to 10 atm's for 15 seconds. The stent previously placed in the mid lad was then post dilated to 5 atm's for 15 seconds and then the physician went back to the first diagonal and inflated the balloon to 6 atm's for 6 seconds with the same 2.5x15mm maverick balloon. 1000 units of IV heparin were given followed by an integrilin bolus. The taxus express2 2.5x16mm drug coated stent was then postioned in the first diagonal and deployed to 12 atm's for 20 seconds. The stent balloon was removed and 3cc's of ic ntg was administered. An integrilin drip was started and the pt received another 1000 units of IV heparin. Finally, the taxus express2 2.75x8mm drug coated stent was positioned in the 90% stenosed, proximal lad and deployed to 14 atm's for 20 seconds. The stent balloon was removed and the pt received the final bolus of integrilin final angiograms were taken. The pt received 100mcg of ic nipride. The pt also received versed, fentanyl and ancef during the procedure. Report was called and the pt was transferred to the ccu. The date the pt had been discharged is unk. Three days later the pt returned to the facility through the emergency department. It is unk what symptoms the pt presented with. Pt was brought emergently to the ccl and access was once again obtained through the right femoral artery. 5000 units of IV heparin was administered. The lad was found to be 100% occluded. A reopro bolus was administered. A .014x300 pilot guidewire was inserted into the lad and then a 2.5x20mm maverick balloon was inserted. A reopro drip was started. The maverick balllon was never inflated. Access was obtained through the right femoral vein and a dopamine drip was started through the femoral venous line at 20mcg/kg/min. A code was called and pt was intubated. A temporary pacemaker was inserted in the right ventricle. The physician called an end to resuscitation efforts. The pt had expired.